Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they felt dizzy and their heart rate dropped to a low level because the right ventricular (rv) lead dislodged and "wasn't connecting to the bottom of the heart". Gradual worsening lead tip connection was noted based on varying r-waves. The lead was replaced. No further patient complications have been reported as a result of this event.